Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was not detected on bus. A field service engineer (fse) found that all pockets in main drawer 6 were not on the bus. The row board cable was reseated, but the pockets were still not detected in hardware test application. The fse returned and replaced the legacy full height drawer. The drawer and pockets were tested in the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 was not detected on the bus. All medications within this drawer were displaying as "not detected on bus." Recovery procedures were attempted, including powering the unit off and on after several minutes; however, the drawer remained not detected on the bus after all attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.